Event description:
It was reported that the user observed a discrepancy between a fingerstick blood glucose value of 227 mg/dl and the ilet-connected cgm value of 193 mg/dl, with a calculated difference of approximately 16¿17 percent, below the calibration threshold, and received education on calibration criteria and monitoring. Symptoms included hyperglycemia without reported adverse effects. Outcomes included no alerts or alarms, no calibration performed, and user guidance to monitor trends and repeat a fingerstick if concerns or symptoms arise. Investigation included technical support review, troubleshooting, and user education regarding cgm-fingerstick agreement and calibration thresholds. Investigation of this case revealed that the device was functioning within expected performance parameters, with no evidence of device malfunction, and the discrepancy was within acceptable variance for sensor-glucose versus capillary measurements. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with no device problem identified. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.